Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance. This rv lead has been exhibiting a gradual rise in the shock impedance measurements. Technical services (ts) suspected calcium build up on the shocking coil. Ts recommended troubleshooting options and replacing the lead. Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. A commanded shock was performed. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) have not been explanted. Calcification on the lead was not confirmed. No additional adverse patient effects were reported. Additional information was received. The crt-d was explanted and replaced. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance. This rv lead has been exhibiting a gradual rise in the shock impedance measurements. Technical services (ts) suspected calcium build up on the shocking coil. Ts recommended troubleshooting options and replacing the lead. Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. A commanded shock was performed. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) have not been explanted. Calcification on the lead was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance. This rv lead has been exhibiting a gradual rise in the shock impedance measurements. Technical services (ts) suspected calcium build up on the shocking coil. Ts recommended troubleshooting options and replacing the lead. Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported.